Event description:
Customer reported that they have been receiving several error alarms on the insulin pump the last couple times they changed the batteries. Customer stated that they are forced to reset the date and time and rewind the insulin pump. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis had been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for an unexpected restart after a battery change, causing the insulin pump to reset the date and time, due to a broken solder joint on the interface board. No other error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.